Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx.this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user attempted to shape the tip of the safe-t-j amplatz extra-stiff support heparin coated wire guide, its core wire protruded from the coil. It did not make patient contact, and another device of the same lot was used, but the issue occurred again. The procedure was completed with a third device. There were no injuries or additional procedures reported.